Manufacturer narrative:
Patient experienced a seizure while receiving tms therapy 3 minutes 40 seconds into his initial treatment. Provider feels the cause is multi-factorial: dehydration, wellbutrin dosing, tms therapy, and possible electrolyte imbalance and low glucose.

Event description:
Patient experienced a seizure while receiving their first daily tms treatment.